Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "broken cables." The instrument was found to have a broken pitch cable at the distal clevis hub. The broke cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the permanent cautery hook instrument had broken cables. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.